Event description:
It was reported that the patient had a device implanted on his left side (B)(6) 2010 that never worked. No falls were known to be related to this event. The patient stated that a medical assistant told him "not to bother with the programmer". The patient stated that he was shaking terribly, and he had not received answers from his doctor. The patient stated that when he was reprogrammed, therapy only lasted for a week. One reprogramming session was "better," but had stopped working again. The patient was unable to adjust stimulation and received a por notification. The por was not able to be cleared. Three weeks later, the patient was reprogrammed and therapy was reported to be "working fine". No further information was reported.

Manufacturer narrative:
(B)(4).